Event description:
It was reported that this right ventricular (rv) lead exhibited infection and erosion and was part of the system revision. There were no additional adverse patient effects reported. The rv lead was explanted.